Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device after a coronary diagnostic procedure. Reportedly, after clip deployment the physician maintained downward pressure for approximately 5 seconds. Then the system was retracted, but no hemostasis could be achieved. The clip was located at the tip of the flex guide (at the end of the sheath near the retracted locator wings). Hemostasis was achieved by femo-stop and following manual compression bandage. There was no adverse patient sequela. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The initial report of clip located at the tip of the flex guide was followed by information indicating the clip had already fell off the end of the device while packaging the device for return; therefore, the initial report could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, a femoral angiogram was not performed prior to the procedure. The starclose se instructions for use state: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device instructions for use (IFU) states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.